Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identied no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quailty issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the biomimics (B)(6) study on (B)(6) 2018. At index, the patient was treated with a 6.0 x 100mm biomimics 3d device to treat a denovo occlusion of the sfa distal third to proximal popliteal artery of the right leg. A restenosis of the treated segment in the right leg was identified on (B)(6) 2020. This was reviewed at safety monitoring review on the (B)(6) 2021 following updated information provided from the clinical site. The event was not related to the device or procedure but to the patient's worsening pre-existing condition. The intervention on the restenosis involved a target lesion revascularisation (tlr) that included dcb/deb and thrombolysis of the sfa distal third to distal popliteal artery. The event is resolved and the subject has recovered. The device remains implanted.